Manufacturer narrative:
It was reported that the bhr plan cutter large was found to be dull. The instrument which is used in treatment has been returned for review. It was note during visual inspection that there were signs of surgical use, cutting edges look rolled and deformed in some places which confirms the reported complaint. A review of the complaint history for the bhr plan cutter large was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified. This will continue to be monitored. DHR review not required as complaint is not a manufacturing defect. Based on the available information the probable root cause has been traced to the instrument reaching the end of its useful life due to its age and potential multiple uses in a surgical environment. No preventative or corrective action has been initiated as a result of this investigation. The instrument will be retained at smith + nephew aurora, UK.

Event description:
It was reported that after a thr the items were found dull from excessive use and need to be replaced. No harm to any patient was discovered and no delay occurred.